Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to use specific techniques for pressing the button and assisted in removing the pump case to facilitate this process. The customer was advised to clean around the button, and it was confirmed that the button was functioning as intended.